Event description:
The pump was explanted after an implant duration of 33 months. It was replaced and returned to the manufacturer for analysis. No reason for the explant was given. A follow-up report will be sent when additional information is received.

Event description:
Additional info from the hcp reports the pt experienced a weight loss of greater than 40 pounds. The pump was moving around and mobile. The pump was replaced and moved to a new location. The pt recovered without sequela, thought the hcp reported the pt did have some post surgical seroma that has not yet resolved.